Event description:
It has been indicated by the customer that the acp had recently been replaced on the bed in question and since then every time they hit the CPR button on the nurses handset the bed "blacks out" and will not function at all. No injuries were reported. (B)(4).